Event description:
Philips received a complaint by the customer on the v60 indicating that the battery would not charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery would not charge. The customer stated they installed a new battery, and the battery showed 16.6 volts. The customer then verified that there was 24 direct current (dc) volts displayed on the pneumatic screen. The remote service engineer (rse) then stated the power cord and power supply were operating as expected. The rse informed the customer to run the battery test and call back if needed. The customer later called back and confirmed the battery successfully recharged. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.